Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui)pcba and inverter boards. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that a, 840 ventilator had an erratic fuzzy upper display. There was no patient involvement at the time of the event.